Manufacturer narrative:
A photo was provided by the customer showing the vent plug juncture of the set. There appeared to be fluid outside of the fluid path. No samples were returned for investigation. The reported complaint of leakage on the 123390488 can be confirmed from the photo provided. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The event involved a ls prim plumset-sl pe-lined that leaked an unspecified chemo drug and touched the patient¿s skin. The reporter also stated that during the night shift, around 11:30 pm, the patient's family went to the nurse station and informed the nurses that the c/t line was dripping. The nurse observed that there were droplets appearing at the vent hole when visiting the patient's unit. Therefore, she determined that it is a defective product. There was no abnormality concerning the patient that was recorded on the nursing notes that day. Only observation was ordered after cleaning up due to the above reasons. The extravasation of chemotherapy drugs may cause patient harm (this injury should be minor or no harm according to the description in the nursing notes), and thus adverse reaction is selected. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause could not be determined.